Event description:
As reported, the smart control 7x60 device could not cross the vessel and thus did not reach the target lesion. The case was completed with the use of an unknown device. There was no reported injury to the patient. This occurred during a pta procedure. The device was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the device from the packaging. There was no difficulty removing the device from the hoop, removing the stylet, or any of the sterile packaging components. The device was inspected and appeared to be normal before use. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped per the IFU without difficulty. The lesion was pre-dilated prior to stent implantation. The lesion was noted to have a little calcification and little vessel tortuosity. The device was not being used to treat a chronic total occlusion (cto). The device did not pass through any previously placed stents. The device will be returned for evaluation. The product evaluation showed the stent was partially deployed. It was confirmed that the stent was partially deployed prior to shipping. The stent was noted to be partially deployed during the process of removing from the patient.

Manufacturer narrative:
The smart control 7x60 device could not cross the vessel and thus did not reach the target lesion. The case was completed with the use of an unknown device. The lesion was pre-dilated prior to stent implantation. The lesion was noted to have a little calcification and little vessel tortuosity. There was no reported injury to the patient. This occurred during a pta procedure. The device was stored properly according to the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the device from the packaging. There was no difficulty removing the device from the hoop, removing the stylet, or any of the sterile packaging components. The device was inspected and appeared to be normal before use. There were no kinks or other damages noted prior to inserting into the patient. The device was prepped per the IFU without difficulty. The device was not being used to treat a chronic total occlusion (cto). The device did not pass through any previously placed stents. The product was returned for analysis. A non-sterile unit of product ses smart control 7x60mm 120cm device was received coiled inside of a clear plastic bag. The stent of the unit was received partially deployed still mounted on the device. One kinked/bent condition was observed located approximately at 119.5 cm from the distal end. No other damages or anomalies were noted. Per dimensional analysis the device was within specification. Per functional analysis the tuning dial was rotated with the thumb in a clockwise direction (direction indicated by the arrow). The turning dial was continually turned until the distal section of the stent was totally deployed. Then, the deployment lever was pulled back to unsheathe the remainder of the stent. The stent was fully deployed, and no anomalies were observed during this process. A product history record (phr) review of lot 17981921 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses ~ tracking difficulty¿ was not confirmed due to the nature of the complaint. Procedural images were not provided for review. Additionally, the dimensional analysis of the od was found within specification. The exact cause of the event could not be determined during analysis, although the calcification and tortuosity may have been more significant than appeared on fluoroscopy. The reported ¿stent delivery system (sds)-ses~ deployment difficulty - partial deployment¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (a little calcification and little tortuosity) may have contributed to the event as the maneuvers likely used by the physician to manipulate the device may have caused the device to begin deploying. Without the procedural images this is impossible to confirm. According to the instructions for use, which is not intended as a mitigation of risk, ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent/delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Advance the device over the guidewire to the lesion site. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Unlock the tuohy borst valve connecting the inner shaft and outer sheath of the delivery system. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted lesion site.watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is unsheathed. Continue deploying the stent until the distal end of the stent obtains full apposition with the vessel wall. Continue deploying the stent until the proximal end of the stent obtains full apposition with the vessel wall.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.